Event description:
Legal counsel for the patient alleged that patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that patient was revised on (B)(6) 2012 due to alleged pain, discomfort, soreness, dysfunction, and loss of range of motion. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to infection. The operative notes confirm that the head, cup, and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction," "inadequate range of motion due to improper selection or positioning of components." And "intraoperative or postoperative bone fracture and/or postoperative pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01367 and 1825034-2013-02923 / 02924).